Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 116 to 126 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparison of blood glucose test results by customer from trueresult meter to alternative meter. Back to back blood test performed by customer fasting on (B)(6) 2015 at 07:00am produced test results of 79 mg/dl using trueresult meter and 380 mg/dl using alternative meter. Blood test performed by customer non-fasting during call on (B)(6) 2015 produced result of 151 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 08/14/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results (date / time not set): 1:95 mg/dl (B)(6) 2015 08:45pm; 2:109mg/dl (B)(6) 2015 08:33pm; 3:83 mg/dl (B)(6) 2015 09:44am; 4:112mg/dl (B)(6) 2016 10:01pm; 5:84 mg/dl (B)(6) 2015 09:22am.